Event description:
Clinical study. It was reported that 267 days after a coronary artery drug eluting stenting procedure the pt expired. The pt was enrolled in the program in 2004. Initially, balloon angioplasty was carried out in the lmca, lad, and diag. A cutting balloon could not advance across the lesion. A rotablator bur was then utilized, during which the pt had a drop in blood pressure, requiring dopamine and fluids. Target lesion 1 (35 mm long) was identified in the lmca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation (as noted above) and an attempt was made to place a 2.5 x 24mm taxus stent, but it could not be advanced fully. The lesion was re-dilated with a maverick balloon and a 2.75 x 12 mm taxus was deployed in the lmca extending into the proximal lad. Residual stenosis was 0% following post-dilation. The cath report noted that, overall the pt tolerated the procedure well. The pt was discharged 4 days later. The pt underwent repeat transurethral resection of the prostate 9 mos later. According to the operative report, the pt had a recent cystoscopy which revealed severe bladder outlet obstruction secondary to regrowth of prostate tissue. The pt appeared to tolerate the procedure well and pt was transferred to the recovery suite in stable condition. Two days later, the pt was speaking to a nurse when pt began to complain of shortness of breath and then their condition rapidly deteriorated. Acls protocols were initiated and the pt was sugsequently intubated. The pt deteriorated into ventricular fibrillation and was defibrilllated several times, briefly regaining pulses before returning to ventricular fibrillation. The pt did not regain consciousness or respiratory drive. The pt was pronounced dead at 3:37 am same day. An autopsy was not performed. In the opinion of the physician the relationship to the target vesses(s) is "not involved."